Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was simethicone. Therefore, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) indicated below: operation manual chapter 3 preparation and inspection shows how to detect the event. The user can prevent the suggested event by handling the device in accordance with the following description in IFU. Operation manual_ inspection of the endoscopic system_ inspection of the objective lens cleaning function. Warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device was returned and evaluated, and white residue was found in the air/water channels. Additional findings include the following: the light cover glasses were chipped an the light cover glasses adhesive was uneven, the optical cover glass was chipped an the optical cover glass adhesive was uneven, the distal end adhesive was missing, the control body aspiration and air/water housing failed due to a worn colored ring, the switch condition had a hole in the button, there was uneven image illumination, the up/down/left/right angle had play and was not to specification, water flow and removal were not to specification, blockage was evident in the water channel, and the electrical safety test was not to specification. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the angulation is too stiff to move for the evis lucera elite colonovideoscope. The issue was discovered during repair. There was no patient harm associated with the event. The device was returned and evaluated, and white residue was found in the air/water channels. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.